Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted (B)(6) 2010. 5076-52 lead, implanted (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device appeared with missing data in the electrogram as well as missing markers. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was additionally reported that the device was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.